Event description:
It is reported that the surgeon used a 9mm n-k flex rotating platform articular surface provision intraoperatively, implanted the corresponding 9mm n-k flex rotating platform articular surface implant, and later found the patient to have 8 degrees of hyperextension.

Manufacturer narrative:
This report will be amended when our investigation is complete.